Event description:
Patient with abdominal aortic aneurysm being treated in ir. Attempted to deploy coil but would not deploy. Device removed and another device successfully utilized. Balt prestige peripheral embolization coil lot #f231000774, pres0540cpkplt 10/24/2028.